Manufacturer narrative:
Note: 2024-03-05: resubmitting report in production environment. Kindly see attachment

Event description:
The customer reported to the technical service of the manufacturer that the bed exit monitoring system detection does not ring as supposed to. There was no patient involvement.